Event description:
Information received by medtronic indicated that the customer received pump error 42. Troubleshooting was performed and customer was able to clear the alarm but unable to complete rewind. No harm requiring medical intervention was reported. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals the following alarms occurred: on 2/2/2024: six (6) pump error 63 (linenumber 399 filenumber (B)(6) variable info 9) alarms (21:13:10, 21:15:31, 21:17:38, 21:19:07, 21:27:15, and 21:40:30) five (5) pump error 3 (linenumber 1541 filenumber (B)(6)) alarms (21:13:10, 21:17:38, 21:19:07, 21:27:15, and 21:40:30) six (6) pump error 42 (linenumber 483 filenumber (B)(6)) alarms (21:13:12, 21:15:33, 21:15:39, 21:19:09, 21:27:17, and 21:40:32). Eight (8) pump error 43 (linenumber 752 filenumber (B)(6)) alarms (21:40:30, 20:13:15, 20:13:40, 20:14:32, 20:15:01, 20:22:16, 20:25:18, and 20:31:10). Twelve (12) pump error 130 (linenumber 602 filenumber (B)(6)) alarms (19:45:24, 19:45:54, 19:47:01, 19:47:06, 19:47:12, 19:47:16, 19:47:22, 19:47:26, 19:47:32, 19:47:36, 19:48:01, and 21:02:03). Pump error 81 (linenumber 273 filenumber (B)(6) alarm (21:15:15). Pump error 19 (linenumber 982 filenumber (B)(6)) alarm (21:15:10). Multiple mfda errors, motor_errors, motor_drive_errors, hardware_errors, motor_arm_comm errors. Multiple hall sensor errors. All errors occurred after the first mfda error. Possible hall sensor failure. On 2/3/2024 at 10:01:00. Pump error 40 (linenumber 525 filenumber (B)(6)) motor safety circuit error alarm was triggered which caused the critical pump error (open book image) alarm. Motor safety circuit error, that 'bricked' pump is described in (B)(4), but the pump was not functioning properly by that time. After the motor safety test failed, which is a critical error that generates 3 errors per first occurrence (3x 0xdead0034 in the error log) and locks the error dump, the pump goes to 'open book' after a restart. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip[ rails, and pillowing keypad overlay. Moisture damage was found during a visual inspection and contributed to the following alarms: pump error 63, pump error 3, pump error 42, pump error 43, pump error 130, pump error 81, and pump error 19 alarms are all confirmed. Critical pump error (open book image) alarm caused by the pump error 40 alarm are both confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.